Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message from the adc freestyle libre sensor on the same day of application and as a result, was unable to monitor his glucose levels. The customer experienced dizziness, called for an ambulance, and subsequently lost consciousness. Upon paramedic's arrival a glucose reading of 377 mg/dl was obtained, and additional reading of 380 mg/dl was obtained when customer arrived at the hospital. The customer was treated with unspecified intravenous fluids and medication. No further information was provided. There was no report of death or permanent injury associated with this event.